Event description:
It was reported that this insertable cardiac monitor (icm) displayed a pre-implant error message due to battery too low. Technical services advised to not implant the device and return it for analysis. The product was returned for analysis. No patient involvement.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was confirmed to have been returned for analysis. Visual inspection noted no anomalies. Testing was completed and the device failed rpt for fault statuses declaring batterysystemfaults. The device's battery function appears to have returned to normal. The fault was caused by unexpected data in the timestamp due to manufacturing test.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) displayed a pre-implant error message due to battery too low. Technical services advised to not implant the device and return it for analysis. The product was returned for analysis. No patient involvement.